Event description:
It was reported that a volume discrepancy was noted. The expected reservoir volume was 19 ml; the actual reservoir volume was 37 ml. No pt symptoms were reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.